Event description:
It was reported that the pump motor had stalled and recovered multiple times over a three day period. The final stall did recover. There was no known magnetic fields. The patient had reported not feeling well all week. The pump was used to deliver dilaudid. The hcp had scheduled the patient for a new pump on (B)(6) 2010. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).